Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in-house testing of a retained reagent kit, and labeling review. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot did identify a slight increase in complaint activity for lot 70286ud02; however, no related trends were identified regarding commonalities for complaint lot number and issue. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot or complaint issue. In-house accuracy testing was completed using a retained kit of lot 70286ud00, which contains the same bulk material as lot 70286ud02. All validity and acceptance criteria were met, demonstrating that the lot is performing as expected. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 70286ud02 was identified.

Event description:
The customer reported false positive alinity I total b-hcg and provided the following data: the initial result was 88.80 miu/ml (positive), and repeat result was <2.3 miu/ml (negative) when testing with the colloidal gold method, the result was negative. Patient information: 32-year-old female patient was diagnosed with endometritis. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 07p51-74 that has a similar product distributed in the us, list number 7p51-21/31, with 510k/PMA/bla number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive alinity I total b-hcg and provided the following data: the initial result was 88.80 miu/ml (positive), and repeat result was <2.3 miu/ml (negative) when testing with the colloidal gold method, the result was negative. Patient information: 32-year-old female patient was diagnosed with endometritis. There was no reported impact to patient management.